Manufacturer narrative:
Evaluation summary: the hand piece was returned with a loose mount. The analysis was performed and was found that the hand piece no longer meets the specifications for continuity. It was tested on a generator and gave an error code 3. Further testing confirmed that the crc/eeprom data was invalid rendering the hand piece non-functional. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument.

Event description:
It was reported that during a lap sigma procedure, no function, display shows handpiece error. Took new instrument to complete the case. No further information is available. No patient consequence.